Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photo-selective vaporization of the prostate (pvp), the metal cap detached thus causing the fiber to forward fire while inside the patient. It was noted that the metal cap was passively removed through the cystoscope during regulator flushing. The fiber was replaced, and the procedure was completed with the replacement fiber without patient consequences.

Event description:
It was reported that during a photo-selective vaporization of the prostate (pvp), the metal cap detached thus causing the fiber to forward fire while inside the patient. It was noted that the metal cap was passively removed through the cystoscope during regulator flushing. The fiber was replaced, and the procedure was completed with the replacement fiber without patient consequences.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found that the connector cone, segments, and tabs appeared secured and in good condition. The control knob was attached & aligned and could rotate the fiber. In addition, the fiber showed severe detritus (charred debris) of the tip, which is caused by heavy tissue contact. Microscopic inspection of the fiber tip showed the glass tip was protruding indicative of glue failure. It is likely that heavy tissue contact during use contributed to the glue failure. Further functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing as the forward firing rate was below the threshold for potential patient harm. Based on analysis result, the interaction between the user and device, or sample, caused or contributed to the observed fiber damage and reported event. It is possible that debris adhesion found during analysis of the returned fiber contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to not bury the tip of the fiber into the tissue because it can result in reduced irrigation fluid low. Reduced irrigation fluid flow may result in damage to teh fiber. . Based on analysis results, the interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that during a photo-selective vaporization of the prostate (pvp), the metal cap detached thus causing the fiber to forward fire while inside the patient. It was noted that the metal cap was passively removed through the cystoscope during regulator flushing. The fiber was replaced, and the procedure was completed with the replacement fiber without patient consequences.